Event description:
It was reported by service report that the auxiliary outlet breaker is tripped. There was pt invovlement; however, no adverse consequecnes were reported.

Manufacturer narrative:
Auxiliary outlet damaged.